Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with one arm bent. It was also noted that the device was returned without the over-sheath. Microscope examination was performed, and it was confirmed that one of the clip arms was bent. Functional evaluation was performed using the tortuous fixture; the clip arms could be open but could not be completely closed. However, the clip was able to deploy from the catheter successfully. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During procedure, the clip entered the body and was opened and closed twice. The clip was attempted to clamp the tissue, and one end of the clip was able to clamp and it was noted that the clip was deformed and could not re-capture the tissue. The clip was then attempted to be deployed; however, it failed to release from the catheter. The device was removed, and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.